Event description:
The facility contact called to report a blood leak that occurred within the first one to two minutes of treatment. She stated it happened as soon as the blood hit the dialyzer. This blood leak was confirmed with a positive hemastix. The treatment was continued with new disposables. There was no patient injury or medical intervention. The number of reuses for this dialyzer was 3. The average number of reuses for this patient is 30. Per fax received from the facility on 01-17-06 the blood flow was 200, the arterial pressure was not noted, and the venous pressure was 80.